Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported experiencing elevated blood glucose levels often of 300-400 mg/dl for 4-6 weeks. Pt reported taking correction after changing accessories with no success. Pt stated 4 weeks ago the infusion device displayed an e7 (electronic error) but after changing the battery, the infusion device worked. Pt reported hours later the infusion device displayed an e4 (occlusion) error message but after changing the infusion set all was okay. Pt thinks the infusion device delivery is inaccurate. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.